Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had compromised force sensor system alarm. Customer¿s blood glucose level was 300 mg/dl at time of incident. Troubleshooting was performed. Customer stated that the insulin squirt out during manual prime and they were stuck in rewind complete or bolus delivery loop. Customer reported that the drive support cap was sticking out. Insulin pump not bumped or dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.